Event description:
The pt contacted lifescan (lfs) in 2005 alleging that the meter was set to the incorrect unit of measurement (uom). The pt visited the physician due to what she perceived was low readings on the meter. There is no info on what the reading was on the lfs meter. The pt visited the physician and was tested in the physician's office. There is no info on what the pt's blood glucose reading was in the physician's office or whether she received any treatment. The meter was previously set to the correct uom and the pt does not recall recently changing the uom. The meter is not a new product (out of box). Customer services sent the pt a replacemenat meter.